Event description:
Customer's father reported that the insulin pump had a cracked battery compartment and some chips. Customer's father is unaware of how the damage occurred. Blood glucose level 432 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump received with cracked display window corner, broken battery tube threads, cracked reservoir tube lip, minor scratched display window.